Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" (diagnostic code 1009), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The customer stated that the device was giving a slow leak with co2 rebreathing pressure regulation high losing pressure when running. The remote service engineer (rse) informed the customer of manufacturer recommendations. The rse provided the customer with the part number of the gas delivery system (gds) to replace. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.